Manufacturer narrative:
(B)(4). The lens remains implanted to date. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a white powdery substance was observed around the optical edge part on the posterior side of a model za9003 intraocular lens during implantation. The surgeon was able to remove the substance by using an irrigation/aspiration procedure. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
The product/component testing was not performed as the complaint device was not returned for analysis (the intraocular lens remains implanted) and no debris/particle samples were returned. The reported issue was not confirmed. A manufacturing process record review was performed; no non-conformance reports/ discrepancies/ deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specifications. A search in the system was performed and the search revealed no additional complaints were found for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.